Manufacturer narrative:
As a result of the acquisition of tva medical, inc., on (B)(6) 2018 a retrospective review was completed on (B)(6) 2018. Based on (B)(4) procedures and 21 cfr part 803 regulation this event is classified as an MDR reportable event.

Event description:
It was reported that after the devices were successfully inserted and navigated to the target lesion, the devices allegedly failed to align properly. It was further reported that the health care provider made the decision to attempt to create the fistula, however, no fistula was created. There was no reported patient injury.